Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated atrial undersensing information. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise in impedance since the patient's last interrogation and the right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia/atrial fibrillation episodes. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.